Event description:
It was reported that during use of the sphere catheter, the temperature sensor fault error occurred during manipulation with the sheath, and both pulsed field ablation and radiofrequency could not be used. The catheter was replaced, but the issue persisted. The catheter was replaced, which resolved the issue. It was later reported that tissue was found in the lattice of the sphere, and could not be removed after purgation with the pump and syringe. The catheter was replaced. The case was completed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID afr-00001 (lot: 0013133441); product type: 0609-catheter; implant date n/a; explant date n/a. Product ID afr-00001 (lot: 0013133441); product type: 0609-catheter; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: non-medtronic product type: sheath product ID: non-medtronic product type: sheath product ID: non-medtronic product type: catheter product ID: non-medtronic product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.